Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round high profile 420cc saline breast prosthesis, catalog #3503420, serial #(B)(4). (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent a primary breast augmentation procedure with a mentor smooth round high profile 420cc saline breast prosthesis that deflated after implantation. Deflation was confirmed by a physical exam. As a result, the patient underwent explantation on (B)(6) 2018.

Manufacturer narrative:
On 07/11/2018, the mentor failure analysis lab received the device for evaluation. On 07/11/2018, mentor received additional information about the event. The date of event was originally reported to be (B)(6) 2018. New information states that the date of event is (B)(6) 2018. Patient¿s explanted devices were replaced with mentor smooth round high profile 420cc saline breast prostheses. On 07/23/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device contained no fluid. During evaluation the device appeared intact. Leak testing of the device, in accordance with mentor procedures, revealed two rents on the posterior aspect, measuring approximately 0.1 cm. Microscopic examination of the edges of the rent gave no indications as to cause. Complaint was confirmed. Mentor performs 100% inspection and testing of all devices prior to release, the product evaluation (pe) team concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/20/2019, mentor became aware that this report is a duplicate of manufacturer's report number 1645337-2018-03592. Any additional information received for this event will be submitted under this report number. Manufacturer's report number: (B)(4).